Event description:
Per the clinic, the patient experienced poor performance with the device and open electrode were noted on mp1. There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, and the patient was re-implanted with another cochlear device during the same surgery.